Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported that no product is expected to be returned for evaluation. At this time it is not possible to assign a definitive root cause for the event as reported; however, based on the details provided to date, it appears that clinical and/or procedural factors may have contributed to the event as reported. Should any further relevant information become available, a follow-up medwatch report will be provided.

Event description:
Towards the end of the case, the physician noticed that it appeared the coating from the wire sheared off. Device was inside the patient. The physician removed the coating pieces in the patient using a forcep. Case was completed with this device. They placed the wire through an 18g, spinal needle. He mentioned that he was not sure if this had caused the shearing of the coat of the wire.